Manufacturer narrative:
H3. Device evaluation: customer report that lid of the patch jar was "tilted and angled" was confirmed on customer photo, however not in the as received condition. As received, the patch jar was in opened shelf box and was not sealed. The jar lid was not fully screwed on the jar threading, but was not tilted nor angled. No evidence of cross-threading were observed on the jar thread or jar lid thread. Patch jar plug was intact and seated on jar with no visible inconsistences. No leakages or other damages were observed from the jar, lid, jar lid thread, jar thread, and shelf box. Patch was inside jar with approximately 95% solution and no visible inconsistencies were observed on patch. H10. Additional manufacturer narrative: updated section h3 and h6. Based on the provided information and state of the device in the picture and as returned, a definitive root cause could not be conclusively determined.

Manufacturer narrative:
Customer report that lid of the patch jar was "tilted and angled" was confirmed on customer photo, however not in the as received condition. As received, the patch jar was in opened shelf box packaging and was not sealed within its shrink wrapping on the patch jar lid. The patch jar was not fully screwed on the jar threading. No evidence of leakage or other damages were observed from the patch jar. Patch was inside patch jar with approximately 95% solution and no visible inconsistencies were observed on patch. The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause could not be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that the lid of a 4700 pericardial patch jar was tilted and angled, possibly not sealing and exposing the contents sterility. Upon initial inspection, the shrink wrap was present on the glut jar lid. Upon initial observation, the shelf box had a tamper-resistant seal. Even though the above was compliant, the jar lid was screwed on crooked at an angle. The hospital staff did not use it. Image/product evaluation: customer report that lid of the patch jar was "tilted and angled" was confirmed on customer photo, however not in the as received condition.